Event description:
It was reported that maryland bipolar forceps instrument was noted with a burn mark at the tips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found to have damage of the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. No thermal damage was observed. There was no missing piece of insulation, the insulation was lifted-off and still attached. The instrument passed electrical continuity test. Additionally, the instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Also, the instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on one side of the bipolar yaw pulley. Moreover, the instrument was found to have hairline cracks were found on grip input shafts #6 and #7. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.082¿ - 0.252¿ in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.